Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this electrode has dislodged. The electrode has moved behind the sternum into the third costal area and into extra pleural space. The doctor is going to do an MRI to get more information. There were no additional adverse patient effects. The electrode remains implanted.